Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, adequate marking was not achieved, but the device was deployed. Hemostasis was not achieved. A sheath was inserted and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the device was deployed when adequate marking was not achieved. The proglide instructions for use states do no deploy the foot unless brisk pulsatile flow of blood is evident from the marker lumen. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure to follow steps. Per the instructions for use: do not deploy the foot unless brisk pulsatile flow of blood is evident from the marker lumen.